Manufacturer narrative:
B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that reason for call was to review MRI guidelines. Patient said that their lumbar spine is messed up, said has stenosis in lumbar area and may have a couple of discs that are gone or effects someway and they are thinking it is nerve pain for her hips. Patient doesn't think it is related to the current implant however said it is a challenging situation to determine because it is in the body and when they move things, there is something nerve that is being irritated. Patient said that has some serious back problems and they want to do an MRI. Patient said that was told by their implanting physician that could have an MRI and patient said when reviewed information in patient literature that could have an MRI. Patient brought the booklet to their MRI appointment and when the MRI technician reviewed patient's device information and placed into MRI mode, it only said "head only." Patient said was under the impression that could have an MRI of the full body, however, said that the MRI guidelines are only for the head. Reviewed MRI guidelines with patient and reviewed that the patient literature reviews general information that patient may be mris depending on their specific implant. Patient said will follow up with their back doctor. Patient also said that had an x-ray of her back a couple of years ago and then another one since received new ins and their back doctor showed her the picture from when they had the previous implant put in and said that it looked like the new unit before was 2 inches higher than the previous unit. Patient did show picture to implanting doctor who said that they placed in the same pocket. Patient said that the ins is close to the surface and did notify implanting doctor and they are going to monitor for now. Patient said has gained weight and at time for surgery for new stimulator weight around 190 lbs. Patient mentioned they are trying to do the weight loss thing using a prescribed medication, to see if losing weight will help with her hip and back pain. The patient was redirected to their healthcare provider to further address the issue.